Event description:
It was reported the balloon ruptured. A 6.0mmx150mmx150cm (4f) sterling balloon catheter was used to treat the 99% stenosed, moderately tortuous, and moderately calcified superficial femoral artery (sfa). The sterling balloon was advanced to the target lesion and inflated to 5 atm multiple times. On the fourth inflation, the balloon ruptured, noted as being a pinhole. The procedure was completed with a different device and the patient was reported in good condition.